Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath inside the sterile packaging was crumbled into pieces. The terumo territory manager informed them of storing angio-seal out of uv light. Additional information was received on (B)(6)2022: the facility does not have a whole room sterilization equipment in place. There are warnings provided in the case box regarding storage of the device. They were stored in single unit pouches.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the sample receipt date in section d9, to update section h3 and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. Six unused 8fr angio-seal vip devices were returned for product analysis. The devices were returned unused and unopened. No damage was identified upon examination of the returned devices. All six unused and unopened devices were inspected, and no damage was identified to the devices within the packaging. As the devices were reported to have been stored in the manner as the complaint device listed, all six devices were subjected to ftir testing to determine if material degradation had occurred. All six (6) devices were subjected to fourier-transform infrared spectroscopy (ftir) testing to determine if material degradation had occurred. However, all six devices were found to have been unaffected and demonstrated a waveform consistent with an unaffected sample. It appears that the devices were stored improperly, however, the devices were not directly exposed to lighting and did not sustain material degradation. The complaint was able to be confirmed for improper device storage. Material analysis was performed; however, no material degradation was identified for any of the six samples. The cause of the event was determined to have been improper device storage. Warnings were provided on the device packaging and in the instructions for use (IFU) concerning device storage.